Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged/defective/other. One sample and two photos of a 1 ml luer-lok syringe (part number 309628, batch 4326307) were received and evaluated. The sample showed an open seal greater than ¼ inch on the non-peel tab short side, which does not meet product specifications. One photo displayed the package with product details, and the other highlighted the open seal condition. The potential root cause of this defect is related to the packaging process. A device history record review was completed for lot number 4326307, and no rejected inspections or quality issues were identified during production that could have contributed to the reported defect. Complaints for this device and condition will continue to be tracked and trended, with information captured in monthly trend reports. Our business team regularly reviews this data to identify emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll package was damaged /defective. The following information was provided by the initial reporter: a defect was identified in the sealing of the product packaging. The seal was found to be incomplete or compromised, potentially affecting product integrity and sterility. This issue was observed during routine inspection prior to distribution.